Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
It was reported via phone call that the auto mode feature was not being used at the time of the reported event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2019. The customer's blood glucose was unknown at the time of hospitalization. The customer experienced vomiting due to high blood glucose. The customer treated high blood glucose value with insulin drip. Customer declined to perform a carelink upload. The insulin pump will not be returned for analysis.